Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that several trocars would not maintain pneumo. The gaskets split to the side to the plastic housing. Four different 511sd trocars were used in the same puncture to maintain pneumo. Finished with another 511sd to complete the case. There was no pt consequence.